Event description:
Ischemic cardiomyopathy, malfunctioning 2 lead implantable cardioverter defibrillator. Malfunctioning atrial lead and he needs to remain in atrial pacing more than 70% of the time secondary to use of beta blocker and amiodarone for sustained ventricular tachycardia cardiac arrest.